Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only 1 essure is in place') and pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included koilocytosis, inflammation, hormonal imbalance, dysfunctional uterine bleeding, uterine prolapse, multigravida, parity 2, genital haemorrhage, substance abuse, depression, smear cervix abnormal, constipation and right lower quadrant pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/prolonged periods"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), memory impairment ("forgetfulness"), abdominal distension ("bloating"), lactose intolerance ("lactose intolerance"), gastrointestinal motility disorder ("bowel movement issues"), insomnia ("sleeplessness") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal infection, vaginal discharge, fatigue, headache, memory impairment, abdominal distension, lactose intolerance, gastrointestinal motility disorder, insomnia and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, fatigue, gastrointestinal motility disorder, headache, insomnia, lactose intolerance, memory impairment, menorrhagia, menstruation irregular, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Four rings were noted.a similar procedure was repeated on the opposite side and on this side five springs were noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion successful bilateral fallopian tube occlusion with essure placement.. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: event only 1 essure is in place added and made medically significant and intervention required due to surgery. Reporter, lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only 1 essure is in place') and pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included koilocytosis, inflammation, hormonal imbalance, dysfunctional uterine bleeding, uterine prolapse, multigravida, parity 2, genital haemorrhage, substance abuse, depression, smear cervix abnormal, constipation and right lower quadrant pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/prolonged periods"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), memory impairment ("forgetfulness"), abdominal distension ("bloating"), lactose intolerance ("lactose intolerance"), gastrointestinal motility disorder ("bowel movement issues"), insomnia ("sleeplessness") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal infection, vaginal discharge, fatigue, headache, memory impairment, abdominal distension, lactose intolerance, gastrointestinal motility disorder, insomnia and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, fatigue, gastrointestinal motility disorder, headache, insomnia, lactose intolerance, memory impairment, menorrhagia, menstruation irregular, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Four rings were noted. A similar procedure was repeated on the opposite side and on this side five springs were noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Successful bilateral fallopian tube occlusion with essure placement.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/prolonged periods"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), memory impairment ("forgetfulness"), abdominal distension ("bloating"), lactose intolerance ("lactose intolerance"), gastrointestinal motility disorder ("bowel movement issues"), insomnia ("sleeplessness") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, vaginal infection, vaginal discharge, fatigue, headache, memory impairment, abdominal distension, lactose intolerance, gastrointestinal motility disorder, insomnia and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, gastrointestinal motility disorder, headache, insomnia, lactose intolerance, memory impairment, menorrhagia, menstruation irregular, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received- previously reported event ¿injury¿ was updated to ¿ pelvic pain", events- "pain: abdominal, pain: back, menorrhagia (heavy menstrual bleeding), vaginal discharge, vaginal infection, fatigue, headaches, forgetfulness, bloating, lactose intolerance, bowel movement issues, sleeplessness, irregular period¿, reporter, demographics; lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.